Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The log file captured no external power alarm events on january 18. According to the voltage values, there was a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and activated the alarm. The power was restored shortly after, and the alarm cleared. The system was not interrupted by the event. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial#(B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. The heartmate 3 patient handbook is currently available. In section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed, including ¿connect power¿ alarm message. The heartmate 3 instructions for use recommends to ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) was shipped to the customer on 13dec2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while reviewing the patient's log file technical services (ts) observed no external power alarms that occurred while the controller was attached to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. The vad coordinator (vc) spoke with the patient and it appeared that they had multiple large electronics plugged into the same outlet as the mpu causing power surges from the outlet being overloaded. The vc reeducated the patient on proper power supplies and the use of extension cords and surge protectors. The patient was instructed to monitor and alert the vc if the no external power alarms continued.